Event description:
The report received indicated that during a coronary procedure, the balloon was very slow to deflate, and therefore difficult to be removed through a recently implanted stent. The balloon appeared to stick to the stent and when the physician tried to remove the balloon catheter, the guide catheter got sucked in. The contrast to saline ratio used was 50:50. There was no report of injury to the pt.

Manufacturer narrative:
During a coronary intervention, a durastar ptca balloon catheter was slow to deflate and the physician had difficulty removing if from the freshly deployed cypher stent. As reported, the balloon seemed to be "sticking inside the stent" and the guide catheter was "sucked in" when he tried to pull back on the balloon catheter. No pt injury occurred. It was reported that the saline to contrast ratio in the inflation medium was 50:50, as recommended. The product was not returned for eval. A review of the manufacturing records could not be done without a lot number. Review of the available info does not make it possible to determine with any certainty what factors may have contributed to the event; however, based on reports of deflation, difficulties encountered with the durastar ptca balloon catheter, cordis corp has initiated a worldwide voluntary recall for all distributed lots.